Event description:
It was reported that the customer's pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer on several troubleshooting steps, including confirming the pump was not plugged into a power source and checking if the pump would turn on when connected to a known working charger, but the issue persisted. Reportedly, customer reverted to manual injections for insulin therapy.